Event description:
Device malfunction: stent deployed partially in an unintended site, second stent was placed to cover the lesion.symptoms: hypotensiontime of symptoms: during the procedure and hospitalization. The start date was 5/5/2006 and stop date is unknown. The date of procedure was 5/5/2006it was reported that during during the procedure on 5/5/2006, the ostial lesion of the left common carotid was stented post left internal common artery stenting with an 8x10 stent. There was watermelon slippage of this stent distal into the vessel and the ostuim was not covered. A second stent was then placed an 8x27 stent with the proximal edge extending into the aorta. Final results were 95% stenosis down to 0% residual with a timi3 flow. During hospitalization the patient experienced hypotension. The start date was 5/5/2006 and stop date is unknown. The condition was not pre-existing and is not continuing. It is unknown if it is related to the device. The action/treatment given were vasopressors/inotropes. The event resulted in prolonged hospitalization and the patient's outcome was resolved. No additional information was available.